Event description:
The report we received indicated that during an angioplasty of the circumflex. The physician started to inflate the balloon did not inflate, balloon leaked. Type c lesion. Procedure was completed with another cypher successfully. There were no pt complications. Pt is doing fine.